Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod between 24 and 36 hours the pod was hit at the infusion site by another student at a band competition. The patient reports upon removal of the pod the needle was found to have not retracted at initial activation. The patient reports the pods pink slide was found to have partially moved forward.